Event description:
It was reported that a proultra tip #6 separated in the packaging. No patient was involved.

Manufacturer narrative:
Though there was no report of patient injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by (B) (4)). Therefore, this event is reportable per 21 cfr part 803. The device was returned and confirmed as having separated; no defects or abnormalities were noted. Also, a DHR review was conducted with no discrepancies noted.